Event description:
Pacemaker implanted. Original ventricular lead dislodged and was repositioned. Presented to dr with high thresholds on ventricular lead. Ventricular lead (passive fixation) replaced with active fixation lead today. Atrial lead removed also. Unable to stabilize in heart.